Event description:
The manufacturer received information alleging a ventilator's remote alarm connector was damaged. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's remote alarm connector was replaced to address the issue.